Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received anti-tachycardia pacing (atp) and multiple shocks from this implantable cardioverter defibrillator (ICD) which appears to be rapid ventricular response due to atrial fibrillation (af). Boston scientific technical services (ts) then suggested some reprogramming options. Attempt to obtain pertinent additional information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.